Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarm noted. No scrolling numbers display anomaly noted. The insulin pump has minor scratched display window, cracked reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported via phone call that she went to program her carbs and the numbers kept scrolling. Customer changed the battery and received a low battery alert. Customer received a button error alarm the 2nd time she changed the battery. Customer's blood glucose was 161 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.